Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 337 found that the pt review and quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, and pr 1549560). Conclusion: the session and vp log data from the case was reviewed. An analysis of the patient post-op x-ray, implant planning page, the checkpoints values, bone registration values, rio registration values, bone preparation checkpoints values, burrlist, and the anterior stereotactic distance limit was performed. A planned resection above the anterior implant flange was observed in the patient implant plan resembling the resection observed in the patient post-op x-ray. Based on the model in figure 2, the anterior resection was within the stereotactic limit of 16.25 mm. Furthermore, all verification values were within the accuracy tolerance region. The mako operated as expected. No system defect or malfunction is suspected. The device was not returned for evaluation.

Event description:
After reviewing post op xrays upon completion of a tka, it was noticed that the anterior cut on the femur did not match what was planned for through the mako software.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After reviewing post op xrays upon completion of a tka, it was noticed that the anterior cut on the femur did not match what was planned for through the mako software.